Event description:
New information received notes that the patient presented for a lead revision procedure. The right ventricular (rv) lead was capped on (B)(6) 2020. There were no adverse consequences to the patient.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up after receiving an inappropriate shock. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited oversensing due to noise and low defibrillation impedance. There were no consequences to the patient. No intervention was reported.